Manufacturer narrative:
Device manufacture date: battery pack - 12/2006. Battery pack - 04/2007. Device evaluation summary: device evaluations of both battery packs have been completed. The reported problem was confirmed. The cause of the battery packs not fully charging was damaged battery connector on both battery packs. Pin number three was bent on the connector of second battery pack. Pin number 6 was bent on the connector of first battery pack. The bent pins prevented the battery packs to communicate with the charger because they could not be fully inserted into the charger. The root cause of the damage cannot be positively identified but appears to be the result of the battery packs being forced into a misaligned monitor connector. The connectors were repaired. The battery packs were retested and then restocked. The damaged connectors on the battery packs were replaced. No adverse events resulted from the damaged battery packs. The pt received two replacement battery packs.

Event description:
A female pt contacted lifecor customer support to report that her battery packs were depleting one hundred percent within twenty-four hours. She felt that neither of them was fully charging. Support sent the pt two replacement battery packs.